Event description:
It ws reported that on (B)(6) 2013, the patient came to hospital, the nurse found blood at the bedside. She reported it to the doctor. Then the doctor found the catheter. A new device was placed per cir.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/ heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The detached heat sleeve/surecuff was not returned for evaluation. A lot history review (lhr) of revf1242 showed eleven other similar product complaint(s) from this lot number. All complaints for this lot number (revf1242) have been reported from china facilities.